Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments, as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft could not be advanced distally enough because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stent. No device malfunction can be determined due to the lack of procedure and patient's information and the lack of device investigation.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: perforation not sealed resulting in occlusion. Device issue: leak - stent graft. It was reported that an attempt was made to place the graftmaster stent in an artery bypass graft to the pda; however, the stent was unable to advance distal enough. The stent was deployed; however, the perforation was only partially covered. No further treatment was required for the perforation; however, the vessel became occluded after stent placement. Vessel clotted following stent deployment and anti coagulation reversal. No treatment was given for the occlusion. No additional event or patient information is available.